Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m system, list 08n53-002, which is also us FDA approved.

Event description:
The customer reported a leak on their alinity m system. The customer suspected a leak on their alinity m instrument due to an increased crystallization under the system solution drawer. The customer reported the leaking of a liquid substance, and it was coming outside the instrument. The leak reached the walkway. A field service engineer (fse) was dispatched. The fse cleaned the leak on the surface of the floor of the machine and on the floor liner. The fse also cleaned the system solution drawer as well for every liquid substance and crystallization. The source of the leak was found to be the transfer lysis pump. The transfer pump was replaced. There was no report of injury or any actual exposure to the leaked liquid. There was no patient involved as the leak was identified by the alinity m system user.